Event description:
It was reported that prior to use with bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes foreign matter was discovered embedded in stopper. The following information was provided by the initial reporter, translated from japanese to english: dirty cap ×1 (embedded).

Manufacturer narrative:
H6: investigation summary. Bd received 1 sample from the customer for investigation. 3 photos of the sample were provided to the manufacturing site for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on the investigation, the most likely root cause is that the embedded fm is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. This would typically be seen during the start of a run, or if the mold had to be stopped for maintenance and then restarted. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes foreign matter was discovered embedded in stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty cap ×1 (embedded).